Event description:
Initial reporter indicated that the patient was having worsening depression. It is unknown if the depressive event is worse than the patient had pre-vns implantation. The event was reported as being "unlikely" related to vns stimulation. No interventions were taken. Good faith attempts will be made for additional information surrounding the depressive event.